Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remoted into the machine and found no errors. All drawers were recognized, application navigation was functioning normally, and no pi error messages were present in the event viewer. The customer reported no recent issues with the cabinet, and the case was closed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was glitchy. Customer stated that there were multiple issues with the machine, including occasional freezing when using the device application and being unable to restock certain cubies. However, there were no delays or adverse events or injuries reported based on this event.